Event description:
It was reported that the 9800 system had a dark image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage was adjusted at the display adaptor during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.